Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, intra-articular metallosis secondary to trunnion wear, osteolysis, pseudotumor and proximal peri-prosthetic fracture.